Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post implant evaluation, this system exhibited high out of range pacing impedance measurements on both the right ventricular and atrial leads; an x-ray illustrated improper lead terminal pin insertion. The patient returned to the operating room for intervention at which time the lead were removed and correctly inserted into the header ports. No other anomalies were observed and no resulting adverse effects. All products remain implanted and in service.